Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive. The keypad cover was allegedly missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Animas received updated information regarding the initial complaint: the alleged keypad issue started on 05/27/2014 and there was no complaint of moisture or corrosion in the pump. The reporter alleged an underdelivery issue and stated that the patient had been hospitalized. No additional information was provided regarding date of alleged underdelivery issue, hospitalization, treatment, pump use or patient outcome.